Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmission showed the right ventricular (rv) lead had high impedance and high capture threshold. The rv lead remained implanted and the clinic would to continue monitor.